Event description:
1900 arrival at patient's home. Received report from homecare lvn (B)(6). Lvn reported ventilator alarms all shift for the patient. I performed safety checks and assessed the ventilator alarms. I noted a high peak inspiratory pressure alarm and low volume delivery alarm. 2000 I troubleshooted the alarms during my assessment and provided care per the patient's 485 plan of care. I provided a nebulizer treatment, suctioned the patient orally and tracheally, performed manual chest pt, used the chest vest, reposition the patient, and reassessed the trach site. The patient vital signs were stable. I performed a physical assessment and the patients lungs were coarse bilaterally. There was no resolution of the alarms with intervention and I then contacted (B)(6) and spoke with (B)(6) the respiratory therapist. He came to the home and tested the ventilator. There was an issue when the ventilator was tested delivery breaths using a test lung and he took the ventilator out of service. After the ventilator was changed, the patient rested and there were no alarms. I completed care with monitoring and suctioning per plan of care every hour after the event. 2300 I noted there was an increase in ventilator alarms again and I suctioned the patient, repositioned the patient and provided nebulizer treatments. I troubleshooted the care of the patient. When the alarms became more frequent, I contacted (B)(4) at (B)(6) again. He arrived on-site to assist me at around 0200 cst. I continued to provide care to the patient. The ventilator continued to alarm intermittently. (B)(6) manually provided breaths and noted he did not feel resistance while providing manual breaths to the patient. When placed back on the ventilator, the ventilator continued to alarm. After the second nebulizer treatment and providing manual breaths using the ambu bag, the patient mobilized secretions. The ventilator tubing was replaced with the old tubing by the respiratory therapist. 0300-0800 the ventilator alarms continued throughout the night and I provided higher critical level of care to the patient. The ventilator alarms continued. I provided report to the oncoming lvn (B)(6) about the ventilator concerns.